Manufacturer narrative:
The device is beyond expected life by 2 years. Therefore, a replacement and discontinuation of use is advised.

Event description:
In (B)(6) 2025, two patient falls occurred while using the eva 450 ee patient lift. The exact date of the incident could not be obtained. Incident #1: a patient fell during transfer, sustained a serious injury requiring surgical intervention, and remains in a cervical collar at this time. Incident #2: a second patient slipped while being transferred but was caught by staff before impact. No injury occurred. Both incidents involved the same nurse and certified nursing assistant (cna) as operators. On (B)(6) 2025, the lift was inspected in the presence of facility leadership. The initial reporter provided information that the red latch on the sling bar did not fully close after sling loops were attached, leaving the red latch partially open. Further information about when this observation was made has been requested. Based on the information received so far, the reason for the incidents is patient movement during transfer (while the red latch remained open) causing the sling loop to slip out from the sling bar, resulting in the loss of patient support.

Manufacturer narrative:
The device involved was approximately two years beyond its expected life. The manufacturer therefore advised discontinuation of use and replacement. An investigation was initiated. Examination of images of the sling bar from the customer showed the red latch appeared to be in a fixed or immobile position; however, this could not be confirmed. A representative sample sling bar from the same model wasalso tested. Based on these preliminary tests and available information, a potential scenario is that the sling may havedisengaged from the sling bar. A definitive root cause could not be determined since the manufacturer did not have access to thedevice involved. No further information about the device could be obtained. Further information was requested and follow-ups were sent. No further information was received. On 1st october, the manufacturer received information that all communications regarding this incident are being handled through legal representation. No further information about the incident have been made available to the manufacturer. This supplemental MDR is submitted in response to an FDA request to correct MDR 9481053-2025-00001. This report referenced two events in a single injury report. This supplemental MDR is intended to report only one of the referenced events, in accordance with FDA instructions. In this supplemental MDR, the section ''device evaluated by manufacturer'' (h3) has been changed to 'no' since the actual device was not returned to the manufacturer for evaluation. However, a representative device of the same model was used for the investigation of the incident.

Event description:
In (B)(6) 2025, a patient fell during transfer using the eva 450 ee floor lift. The patient sustained a serious injury requiring surgical intervention and had to be put in a cervical collar. The initial reporter provided information that the red latch on the sling bar of the floorlift did not fully close after sling loops were attached, leaving the red latch partially open. Further information about when this observation was made has been requested. Based on the information received so far, the reason for the incidents is patient movement during transfer (while the red latch remained open) causing the sling loop to slip out from the sling bar, resulting in the loss of patient support.

Manufacturer narrative:
The device involved was approximately two years beyond its expected life. The manufacturer therefore advised discontinuation of use and replacement. An investigation was initiated. Examination of images of the sling bar from the customer showed the red latch appeared to be jammed and in an immobile position. The IFU was examined. As per IFU, users are instructed to check the latch function before use. The latch must remain functional to prevent the sling from slipping out of the sling bar. This could not be conclusively confirmed. Further information regarding this could not be obtained. A representative sample sling bar from the same model and sling were tested. Based on these preliminary tests and the images, a potential scenario is that the sling may have slipped out from the sling bar due to the impaired safety latch function. A definitive root cause could not be determined since the manufacturer did not have access to the device involved. No further information about the device or the incidents could be obtained. Further information was requested and follow-up communications were sent. No response was received. On 1st october, information was received that all communications regarding this incident are being handled through legal representation. No further information about the incident has been made available to the manufacturer directly.

Event description:
In (B)(6) 2025, two patient falls occurred while using the eva 450 ee patient lift. The exact date of the incident could not be obtained. Incident #1: a patient fell during transfer, sustained a serious injury requiring surgical intervention, and remains in a cervical collar at this time. Incident #2: a second patient slipped while being transferred, but was caught by staff before impact. No injury occurred. Both incidents involved the same nurse and certified nursing assistant (cna) as operators. On august 26, 2025, the lift was inspected in the presence of facility leadership. The initial reporter provided information that the red latch on the sling bar did not fully close after sling loops were attached, leaving the red latch partially open. Further information about when this observation was made has been requested. Based on the information received so far, the reason for the incidents is patient movement during transfer (while the red latch remained open) causing the sling loop to slip out from the sling bar, resulting in the loss of patient support.